Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited intermittent spikes high out of range pace impedance measurements greater than 2,000 ohms. The device triggered a yellow alert as a result of low intrinsic amplitude. There was no evidence of noise. Technical services (ts) explained most likely a spring contact issue. Ts discussed programming options for optimization, and to continue monitoring. The clinician noted they are also considering reprogramming for optimization because the patient is in chronic atrial fibrillation. No adverse patient effects were reported. At this time the device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited intermittent spikes high out of range pace impedance measurements greater than 2,000 ohms. The device triggered a yellow alert as a result of low intrinsic amplitude. There was no evidence of noise. Technical services (ts) explained most likely a spring contact issue. Ts discussed programming options for optimization, and to continue monitoring. The clinician noted they are also considering reprogramming for optimization because the patient is in chronic atrial fibrillation. No adverse patient effects were reported. At this time the device remains in service.